Event description:
Note: this MFR report pertains to the second of two events that occurred during the same procedure. Refer to associated MFR report #3005099803-2008-04257 for a description of the first event. The physician attempted to complete the procedure with a second extractor rx retrieval balloon. The extractor rx retrieval balloon would not inflate, due to a "burst". The physician completed the procedure with a third extractor rx retrieval balloon. No patient complications were reported as a result of this event, and the patient's condition was reported as "okay" following the procedure.

Manufacturer narrative:
The suspect device has been discarded. A device evaluation is not available; therefore, the cause of the reported balloon burst cannot be determined. A review of the device history record (DHR) of the reported lot revealed no anomalies. A search of the complaint database revealed that one additional complaint for this lot, reported by the same customer for the same issue (see attached MFR report 3005099803-2008-04257). The 2008 15-month gi retrieval balloon product family complaint trend report, inclusive for all failure modes, was reviewed; no unfavorable trend was noted.